Event description:
It was reported that the patient underwent a gynecological procedure to treat stess urinary incontinence on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patent underwent a gynecological procedure to treat rectocele, cystocele, enterocele, pelvic organ prolapse, and stress urinary incontinence. The patient had concurrent procedures of combine anterior posterior colporrhaphy with the enterocele repair, bilateral sacral ileo-coccygeal and ileo-spinatous ligamentous suspension and had anterior and posterior mesh implantation. It was reported that due to mesh erosion, pelvic pain and urinary urgency, patient underwent mesh excision on (B)(6) 2011. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted due to vaginal prolapse, concurrently with an endoscopy with biopsy, and biopsy of liver.